Event description:
It was reported that a pump motor stall with no motor stall recovery was confirmed in the event logs. The patient experienced "withdrawal" symptoms of increased pain, diarrhea and muscle spasms. The pump contained fentanyl. The device was explanted and replaced per the manufacturer's device tracking system. Additional information has been requested from the hcp, but was not available as of the date of this report.